Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial#(B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v119496, implanted: (B)(6) 2008, product type: lead. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3389s-40, lot# v137280, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient felt a ¿shocking¿ in the ¿left chest.¿ it was noted the patient was admitted to the ER one day prior to the report with ¿chest pain.¿ it was further noted the patient had ¿episodes of shocking in the left chest.¿ it was noted that stimulation was turned off but the patient experienced a return of symptoms and as a result ¿they turned the patient back on.¿ it was further noted the patient ¿ate 12 tacos¿ prior to the event. It was noted there were no reports of falls or trauma. It was further noted symptoms included ¿dull pain in the patient¿s sternum.¿ it was noted a ¿recent episode of shocking¿ lasted ¿about 20 minutes.¿ it was further noted no ¿episodes¿ were noticed while the patient was on pain medication. It was further noted the ¿episode¿ appeared to return after the pain medication ¿wore off.¿ it was noted ¿heart issues¿ were ruled out by an electrocardiogram (EKG) and blood tests. It was further noted that as of the date of this report, the patient was not experiencing ¿chest pain¿ or ¿shocking.¿ it was noted the area was palpated with no events. It was further noted the ¿pocket battery¿ was loose. It was noted the ¿ep isodes¿ did not occur with the head, shoulders, neck, or arm in a specific position. It was further noted device troubleshooting was considered. Additional information was requested but was not available at the date of this report.